Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited multiple episodes in which shocks were properly delivered but were unable to convert the patient out of their particular ventricular arrhythmia. Drops in morphology and undersensing were noted. An x-ray taken showed the electrode not positioned optimally in the patient, while the can itself was in an acceptable location. Surgical intervention was performed and the s-ICD was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.